Event description:
Customer reported being hospitalized for high blood glucose levels and dka. Customer stated that cannulas were bent when sets removed prior to hospitalization. Customer was advised to rotate sites and perhaps try different sets.